Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple power sources. There was no impact to the customer's blood glucose level. It was indicated that manual injections were available for diabetes management.